Manufacturer narrative:
Updating the become aware date to february 18 2021.

Manufacturer narrative:
This is a duplicate of MDR 3030677-2021-00537 and the investigation is pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the device is failing self-test.